Event description:
It was reported that a patient incident occurred during a colonoscopy to remove several small polyps. An argon plasma coagulator (model not reported) was being used with the erbe filter integrated argon plasma coagulation (fiapc) probe. No other information was provided regarding any other accessory used or the equipment settings. During argon plasma coagulation, the argon beam came out the side (i.e., laterally, and not straight) of the probe causing normal mucosa to be burnt "resulting in a large trauma". Therefore, a clip was used to close the damaged area. Then, "the surgery was successfully completed and the patient returned to the ward".

Manufacturer narrative:
The device was not returned to erbe for an evaluation. The provided investigation report concluded that "the operator did not clean up the scorched tissue at the head end of argon electrode in time and caused the notched side spray". Argon plasma coagulation is a non-contact modality. Per a warning in probe's notes on use, "risk of mechanical tissue perforation- probe tips that are pressed against tissue can unintentionally perforate it. The thinner the probe tip, the greater the risk. Avoid all contact between the probe tip and tissue." Erbe USA, inc. Is now closing the file on this event.